Event description:
The customer reported a loss of image on the monitor. It is unknown when the reported issue was observed. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (loss of image) was confirmed. It was observed that the image was flickering. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issue (loss of image) occurred due to flickering image. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The e1 "telephone number" was corrected due to incorrect country code.